Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, high, out of range pacing impedance and high capture threshold were observed. The lead was explanted and replaced. Patient condition was good.